Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief. X-ray revealed lead migration. Reprogramming was performed but unsuccessful in restoring adequate therapy. A lead revision procedure was completed.

Manufacturer narrative:
The anchor was not returned to saluda. Review of the x-rays provided confirmed a lead migration. A root cause for the lead migration could not be definitively determined. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "lead migration or suboptimal placement, which may result in undesirable stimulation changes and the patient may require surgery (including revision, explant, and replacement) as a result.¿ the manufacturing records were reviewed, and the product met all requirements for release.